Event description:
A customer obtained non-reproducible elevated results for five patient samples on the access 2 portion of their dxc600i analyzer. Subsequent testing of the patients samples on an alternate access 2 within the customer's laboratory produced a lower result. The results were not reported outside the laboratory and there was no change to patient treatment in conjunction with this event.

Manufacturer narrative:
Service was dispatched and the fse discovered that there were bubbles in the wash pump upon priming the system. The fse replaced multiple parts associated with the wash pump including the wash pump rotor/shaft. The rotor/shaft is the likely cause of the event as it became loose within the wash pump and allowed air to enter the system. The manufacturer's reference # for this event is (B)(4).